Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter stated that the pump lost it's programming. They stated that they had turned the pump off and when they turned it back on, the pump alarmed "new program" instead of "resume/repeat". They were infusing dobutamine. Mmdg followed up with the initial reporter, who stated that the patients caregiver had to go get a backup pump, resulting in a three hour delay of therapy. They stated there was no harm or adverse affect to the patient because of this delay. (B)(4).